Manufacturer narrative:
On 12/10/2019, the product investigation was completed. Device investigation summary: during evaluation of the device, a tear was observed on the anterior and extending to the posterior aspect, measuring approximately 3.1 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 275cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502275, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examiantion. As a result, the patient's impacted device will be explanted on (B)(6) 2019 and replaced by an unspecified mentor breast implants.